Manufacturer narrative:
Final analysis found that the proximal insulation was damaged at 6.5 cm from the connector pin. The insulation was also abraded at 17.6 cm to 17.8 cm from the connector pin, due to friction with the device can.

Event description:
It was reported that the right ventricular lead exhibited noise and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.